Manufacturer narrative:
Visual inspection of the device showed the adhesive irrigation tubing were torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle main shaft and distal end. Dried saline was found on the distal end and inside several of the irrigation ports. Electrical testing of the device revealed that all electrodes, sensor and thermocouple resistances were with in specification. There was no abnormal resistance felt when actuating the steering mechanism. The device was also noted by additional testing that the device missed the eeprom writing process which caused the communication error while reading abl in error. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
Reportable based on analysis completed on 16 jun 2020. It was reported that a intellanav oi catheter was used in an atrial fibrillation ablation procedure. After connecting the catheter an ablation error occurred. After trouble shooting steps involving restating the signal station and computer the issue was resolved by replacing the catheter. The procedure was completed with no patient complications being reported. However analysis of the returned device revealed that the irrigation tubing was torn and the leur fitting of the catheter was not returned.